Event description:
The customer reported that after about 6 or 7 hrs, her blood glucose read high (>500 mg/dl). When the pod was removed, she noticed that the needle mechanism had not deployed.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reportable needle mechanism failure to fire or to determine its root cause. Lot qualifications were reviewed and the product lot met all accepted criteria.